Event description:
It was reported that the blade produced a solid tone from the generator after 5 minutes of use. The hand piece was tested and checked ok. The case was completed with another blade. There was no patient consequence.

Manufacturer narrative:
Broken blade. Evaluation summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.